Event description:
The customer complained that a coaguchek softclix lancet device did not retract and got stuck in his finger. The customer was able to remove the lancet from his finger himself and did not seek medical treatment. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The investigation could not confirm the customer¿s complaint. The lancing device and lancets showed no abnormal attributes. The investigation did not identify a product problem. The cause of the event could not be determined.